Event description:
Affiliate reports pacing wire did not pace as expected resulting in pt having to be re-paced. No adverse event was noted.

Event description:
Attending surgeon advised that the pts' chest was reopened.